Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device on day 5 of wearing the freestyle libre 2 app. The customer was provided juice, sugar, and/ or food by a non-hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed with the sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21), indicating a temporary drop in the source voltage. No issues were observed with the sensor plug upon visual inspection. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured to be 1.6 v (within normal battery voltage range). An extended investigation has also been performed on the returned sensor. Checked and verified that the battery, battery housing, the application specific integrated circuit (asic), and the bluetooth module all functioned as intended during use. The returned unit was observed to be in bluetooth low energy (ble) advertising mode at the time of termination, indicating that the bluetooth radio component was faulty, therefore, this issue is confirmed to a faulty bluetooth radio component. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device on day 5 of wearing the freestyle libre 2 app. The customer was provided juice, sugar, and/ or food by a non-hcp for treatment. There was no report of death or permanent injury associated with this event.